Event description:
It was reported that the device was over infusing. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump delivered as expected during delivery accuracy testing. The upstream occlusion (uso) seal was buckling. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor seal, and the pump passed all functional tests and performed as intended after repair.